Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had a damaged liquid crystal display (lcd). It was also noted that the display wires were pinched without compromise to the insulation, the upper case was dented, and the display frame boss was stripped. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) had a cracked screen, and has been returned for repair. There was no patient involvement.